Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: (0.8, 2.0), mean: 1.4, sd: 0.85, %cv: 60.61, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported result from another different date of testing ((B)(6) 2012). A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. User reported patient's hands very cold resulting in difficulty obtaining necessary sample volume to perform testing. Technique improvements was provided by technical service. This may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with lot number 279124. Test results as follows: (B)(6), inratio results: (2.7, 2.8, 2.6), reference: 2.56, bias threshold: (1.56 - 3.56), %cv: 3.70; 2, (2.2, 2.3, 2.3), 2.23, (1.23 - 3.23), 2.55. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Insufficient information if patient's dialysis could affect test results. It cannot be ruled out. Customer's improper operational technique as a cause for unexpected inr results. Root cause could not be determined. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with the inratio meter. Patient's daughter calling to report concern with some results she obtained while testing her mother's inr. On (B)(6) 2012, patient had procedure done on right hand. On (B)(6) 2012, inr tested 2.0 on right hand's finger. On (B)(6) 2012, inr tested 0.8 on right hand finger and one minute later tested on the left hand finger and inr=2.0. Caller stated that her mother's hands were cold and it was hard to get blood. She stated her mother's hands are always cold and its always hard to get blood.